Event description:
After an endovenous laser procedure that utilized a vsi laser fiber and another manufacturer's sheath, the physician noted that the distal end of the sheath was "burned back" and a segment of it was left in the patient's leg. The sheath was apparently burned by the laser fiber. No patient complications were reported. As a result of subsequent communication with the physician, it was determined that, during the procedure, the physician delivered 140 joules/cm through the laser fiber for the first 10cm and then 90 joules/cm for the remainder of the procedure. It should be noted that the treatment procedure steps in vsi's instructions for use instruct the user to deliver 50-70 joules/cm during an endovenous laser procedure. A vsi staff member conducted procedure retraining with the physician.